Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data was collected from the device, analyzed, and revealed oversensing, 17 - ventricular non-sustained tachycardias <=210 ms between (B)(6)-2011 and (B)(6)-2011, interference/noise, ventricular short interval count v-sic=24.4 counts avg/day, in 211 days, between (B)(6)-2011 and (B)(6)-2011.

Event description:
It was reported that the lead had a record of 5142 sensing integrity counts (sic) and 19 non-sustained ventricular tachycardia (nsvt) episodes. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.